Event description:
It was reported the patient had the device reprogrammed a week prior to report. The amplitude was increased and the patient's knee got sore enough that he couldn't stand up. The stimulation was covering pain in the left knee but giving him pain in the right knee, which he had not had in the past. It was stated that the patient was told that he "was not able to use the right wire" by a manufacturing representative. When attempting to program the right wire the prior week, it sent a shocking pain through the patient's belly. It was noted the patient's health care provider (hcp) had "increased his medication from 50 to 100" which was working great. The patient had no stimulation sensation in his feet unless he "cranked up" the amplitude. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60. Serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; (B)(4).